Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage occurred. As the physician was removing the 2.25x28mm taxus liberte atom stent delivery system from the hoop, stent damage was noted. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. A number of strut rows at the proximal end of the stent were misaligned. The outer diameter of the stent area where no damage was present was measured at approximately 1.00mm. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure, stent damage occurred. As the physician was removing the 2.25x28mm taxus liberte atom stent delivery system from the hoop, stent damage was noted. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine.